Manufacturer narrative:
The device evaluation as noted in section b5, the cable unit found a cut on the cable stress boot part¿s sheathing and watertightness failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: watertightness failure is due to breakage of the cable stress boot. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut on the cable stress boot part¿s sheathing and watertightness failure. There was no patient involvement.